Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin continued to drip after the motor stopped during fill tubing process. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. While pressing the select button during priming the motor stopped driving forward with no water exiting the tubing; no anomalies were noted. No unexpected prime fill anomalies noted during our testing. However, tone, vibrator or motor did not have power alarm was noted; the problem was isolated to electronic assembly. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay and peeling end cap address label.